Manufacturer narrative:
Per additional information received on april 10, 2023, and april 11, 2023, the date of explant has been updated to (B)(6) 2023 under field d6b. It was reported that the replacement devices used were catalog number 3507425mc; serial numbers (B)(6) and (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right malposition. Explantation date: (B)(6), 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female patient underwent primary breast augmentation with 475cc mentor smooth round moderate profile on both sides and experienced breast implant deflation on her left side postoperatively; diagnosed in person. The patient has consulted with the healthcare professional. On march 22, 2023, mentor became aware that the patient also experienced bilateral breast implant malposition in addition to left side deflation. As a result, the devices will be explanted on (B)(6), 2023. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On april 26, 2023, mentor became aware that catalog number 3507425mc; serial numbers (B)(6) was used on left side and (B)(6) was used on the right side on (B)(6) 2023. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).